Manufacturer narrative:
Concomitant medical products: product ID: 5554-53 lead, implanted: (B)(6)2006.

Event description:
It was reported that the right ventricular (rv) lead has no capture in both the unipolar and bipolar pacing configurations. The physician will be making a decision on what to do regarding the lead. The lead remains in use. No patient complications have been reported as a result of this event.